Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer stated the insulin pump was blank and a constant tone was occurring. Customer stated their blood glucose level was over 600 mg/dl. Insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. No audio/beep anomaly noted during testing. Insulin pump received with cracked battery tube thread and cracked case near display window corners noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.